Event description:
It was reported that thresholds were not measurable due to noise on the lead. It was also reported that there was oversensing and high impedance on the lead. The lead was capped and replaced. It was noted that the patient is part of the sls study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). The lead has not been returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.